Event description:
Customer reports that insulin pump was not filling correctly. Customer states that numbers would not scroll from 0.1 to .07; she states that pump would only show 0.7. Blood glucose was unknown. Insulin pump history was viewed. Customer reports of been hospitalized in (B)(6) of 2014 due to surgery not diabetes related. Customer was taken off of insulin therapy for over a month. Customer put herself back on insulin therapy when released from the hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.